Event description:
It was reported that the patient underwent a laparoscopic uterus leiomyomectomy on (B)(6) 2014 and suture-needle was used for continuous suturing of uterine muscular walls. During passage through tissue, the swage area of the needle was cracked. The surgeon opines that the cracked piece of the needle remains in the patient¿s body. X-rays were not able to locate the broken piece. The procedure was completed without retrieving the broken needle.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The device was received in a condition which does not meet specification.

Manufacturer narrative:
(B)(4), no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.